Manufacturer narrative:
An outside the united states (us) customer contacted a siemens customer care center (ccc) to report that a user dropped a vial of level 1 of the 3gallergy specific ige (spe) universal kit control, which is a component of immulite 2000 3gallergy specific ige, and the material splashed in the user¿s eye. The customer was not wearing proper personal protective equipment (ppe) at the time of the event. As per the 3gallergy specific ige (spe) universal kit controls instructions for use: ¿follow universal precautions and handle all components as if capable of transmitting infectious agents. Source materials derived from human blood were tested and found nonreactive for syphilis; for antibodies to hiv 1 and 2; for hepatitis b surface antigen; and for antibodies to hepatitis c.¿ the device is performing according to specifications. No further evaluation of this device is required.

Event description:
While handling level 1 of the 3gallergy specific ige (spe) universal kit control for an immulite 2000 xpi instrument, the user dropped a vial of the control material, and the material was splashed into the user¿s eye. The user washed her eye with water and did not seek further medical attention. The customer was not wearing proper eye protection when the event occurred. There are no known reports of adverse health consequences due to the event.